Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported both the leads had migrated and confirmed via x-ray. As such surgical intervention was undertaken wherein both leads were explanted and replaced, thereby restoring effective therapy.